Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with severely scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a crack along the battery compartment. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the issue. The insulin pump will be returned for analysis.